Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: a device history record review was performed for provided lot number 2003239 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, particles were observed within the syringe barrels. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. In response to this report, CAPA#154923 has been initiated to prevent issues related to this process.

Event description:
It was reported that 3 syringes s2 20ml contained foreign matter. The following information was provided by the initial reporter: "our users have encountered a problem when using a 2-piece 20ml syringe ref 300296, lot 2003239. They noticed the appearance of plastic filaments at the back of the plunger after use. After verification, they confirm that they have not removed the plunger from the body of the syringe. Customer follow up: -the problem occurred several times, the syringe kept for expertise contained amoxicillin/clavulanic acid.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 3 syringes s2 20ml contained foreign matter. The following information was provided by the initial reporter: "our users have encountered a problem when using a 2-piece 20ml syringe ref 300296, lot 2003239. They noticed the appearance of plastic filaments at the back of the plunger after use. After verification, they confirm that they have not removed the plunger from the body of the syringe. Customer follow up: the problem occurred several times, the syringe kept for expertise contained amoxicillin/clavulanic acid."